Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The hakim valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was 150mmh2o. The valve was hydrated. The valve was visually inspected: and confirmed that the valve casing has moved and is tilted to about 45°. The valve was leak tested and no leaks noted. The catheter was irrigated, no occlusions noted. The valve passed the test for programming, occlusion, reflux and siphon guard. The siphon guard was not removed as the pressure test was not needed for this investigation based on the valve casing being titled. The siphon guard was not removed as the pressure test was not needed for this investigation based on the valve casing being titled. The root cause could be due to atypical force when irrigating the valve. As all programmable devices are programmed just before going into stock and this is when the device is packed in the sealed blisters. If the valve casing was tilted in the silicone housing at this stage of the process it would not have been possible to see the valve setting when final programing test was performed, and the valve would be rejected.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that after opening the valve, when the initial pressure setting was used, the valve part was tilted at an angle of about 45 degrees and it was not possible to change the pressure. Another valve was used for the procedure and no patient injury was reported. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). Surgical time was extended more than 30 minutes.